Event description:
It was reported that arteriotomy closure of the right common femoral artery after a left heart catheterization diagnostic procedure. Reportedly, during knot advancement, while the rail suture was wrapped around the physician's left forefinger and while trying to grab the non-rail suture, the physician pulled too hard on the rail suture and it broke. The suture was removed from the access site and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and manufacturing inspection criteria, a definitive cause for the reported suture breakage could not be determined; however, application of additional force by the user could have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.